Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s screen becoming stuck on the alarm history screen with an inability to view pump parameters was confirmed. The returned system controller¿s (serial number (B)(6)) battery gauge and mode switch buttons did not function as intended upon arrival. The battery gauge button was unresponsive, and pressing the mode switch button would only display the alarm history screen, resulting in an inability to scroll through the pump parameters. The controller was troubleshot, and its user interface was opened to inspect the membrane printed circuit board (pcb), and the metal component that acts as the mode switch¿s button was observed to be displaced and stuck to the top of the membrane. The metal component was placed back onto the proper section, resolving all issues with the controller. Then, the controller was then functionally tested and performed as intended. The root cause of the reported event was determined to be damage to the controller¿s membrane pcb; however, the root cause of how the pcb became damage was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: the previous event involving this patient in july is reported under MFR # 2916596-2023-05803. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller froze on back menu alarm history. The green light was on, the pump was running, and the patient's blood pressure was normal. Interrogation showed one low flow alarm in august, which was the screen that the controller was stuck on. It was noted that this previously happened in july. The patient denied any damage to the controller. The frozen screen occurred on (B)(6) 2023 and the ventricular assist device (vad) coordinator was unable to review any other parameters. They planned to wait until log file review to exchange the controller. The log file captured routine events, there were no notable alarm conditions or parameter changes. There were no adverse consequences as a result of the frozen screen/controller exchange.